Event description:
It was reported that arctic sun device was not cooling, found during the tank sanitation. No water delivered to chiller tank. In evaluation findings, the arctic sun device was visually inspected and no physical damage was observed. During tank sanitation, the device failed to cool down the water. Troubleshooting found to be defective mixing pump. The device failed to deliver water into chiller tank during the tank sanitation and was confirmed during troubleshooting. Installed a test (in-house) mixing pump and issue was resolved. Completed the tank sanitation. Incoming system hours were 7587.5 and pump hours were 6568.6.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling, found during the tank sanitation. No water delivered to chiller tank. In evaluation findings, the arctic sun device was visually inspected and no physical damage was observed. During tank sanitation, the device failed to cool down the water. Troubleshooting found to be defective mixing pump. The device failed to deliver water into chiller tank during the tank sanitation and was confirmed during troubleshooting. Installed a test (in-house) mixing pump and issue was resolved. Completed the tank sanitation. Incoming system hours were 7587.5 and pump hours were 6568.6.